Event description:
S [situation]: day +2 cytarabine leak d/t [due to] manufacture defect of the line. B [background]: cytarabine (4 hr) hung @ 1700. Mop [medical office professional] noticed chemo dripping from the blue side port of the adapter and onto the ground/IV pole. Rn immediately stopped chemo infusion @ 1833. Assessed pt [patient] and mop. Cleaned the spill per hospital policy (chemo spill kit). Estimated chemo loss ~5-10 ml. Notified pharmacy and team regarding incident. Will re-dose patient with 2.5 hr cytarabine bag. Updated mop on plan of care and addressed any questions/concerns in regards to chemo spill. A [assessment]: pt and mop remained on the bed during the infusion and did not come into contact with any chemo. Assessed pt and mop - no changes observed from previous assessment. R: will need to check manufacture (blue side port, spiros attachement) d/t recent chemo spills. The blue side port of the spike adapter should prevent fluid from leaking out when it is not engaged (i.e., not leur lock connected to spiros or IV tubing). In this case, the blue side port was leaking out chemotherapy despite it being not-engaged. Product removed from use and disposed, central supply chain to remove remaining affected lot number items.